Event description:
Glaukos istent-left stent in right eye. First surgery for doctor. Stent malpositioned, causing loss of peripheral vision, floaters, flashers, tunnel vision, shape of eye not round, iris not in center of eye, constant sensation of something in eye, lid droops and constantly aware of istent in eye. Glaukos istent does not reduce iop as promoted. Pt now has to use more glucoma drops than before surgery. Pt changed ophthalmologists-three new doctors cannot find istent. It has been 5 months and have pain and irritation.